Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. The device is scheduled to be replaced at a future date. No adverse patient effects were reported. This device currently remains in service.